Event description:
During routine maintenance by the service company. "No alarm during disconnect" and "hom err" was reported. The power board and motor board were replaced to correct the failure mode.